Event description:
It was reported that the attachment was damaged during a demonstration by the sales representative. There was no user or patient impact in the event. During device evaluation it was observed that the attachment had six of eight 020322 blade engagement pins broken and/or missing from the drive shaft.

Manufacturer narrative:
Universal oscillating saw attachment serial number (B)(4) was returned for complaint investigation. Upon receipt, it was noted that the attachment had six of eight 020322 blade engagement pins broken and/or missing from the drive shaft. The attachment displayed random incidental marks on exterior surface that may not have contributed to the event detail. There was no other external damage observed. The oscillating saw attachment operated when attached to a handpiece and no blade was attached. Locking mechanism fully opened and closed the locking cap. A zimmer test blade could be mounted and locked to the remaining pins in limited blade positions. The reported event "that the attachment was damaged" was confirmed as through visual examination was observed that six of the eight 020322 blade engagement pins were broken and missing from the drive shaft. A corrective action is in place to discover the cause of the reported issue and preventative measures are being taken to ensure the resolution of this problem. Oscillating saw attachment, serial number (B)(4) was not returned to the customer.